Event description:
A malfunction alarm with code malf 12 was reported. There was no reported impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue. Customer was advised to continue using the pump and to call back if the malfunction code recurs.